Event description:
It was reported that patient underwent a surgical resection with a limb salvage prosthesis on an unknown date. Patient underwent multiple revisions for leg lengthening until skeletally mature. Patient developed loosening of implant in (B)(6) 2010. Subsequently patient was revised with competitor prosthesis and biomet guardian compress system on (B)(6) 2010. During physical therapy, patient felt and heard a snap and experienced pain due to fractured spindle device. Subsequently, patient was revised (B)(6) 2011 with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 12 states, "intraoperative or postoperative bone fracture and/or intraoperative pain."